Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported issue of a broken cable. The grip tips opened and closed properly. Visual inspection internal was performed and passed. Additional unrelated observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The instrument was also found with one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.54mm. The grips were not found to be cracked. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction(s): d4. Lot number was updated to: k10250626 0221.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.